Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was not confirmed via data. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Performed pairing test with nordic bluetooth device, unable to download transmitter log during pairing test. Performed global transmitter final functional tester, and failed. Transmitter passed voltage testing performed. The reported failed transmitter was confirmed. The root cause was determined to be a failed transmitter.